Manufacturer narrative:
Testing of actual/suspected device: the fse attempted multiple times to perform the calibration of the touchscreen without any resolution. The fse replaced the touchscreen assembly and was then able to calibrate without any further issues. The unit passed all calibration, functional, and safety tests performed. The unit was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during the semi annual preventative maintenance (pm) conducted by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a touchscreen that was not able to be calibrated. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10.